Manufacturer narrative:
The issue was resolved after removing scope and cancelling guided tool change and reinstalling the scope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the image got inverted. No related errors in logs. The tse walked caller through removing scope and cancelling guided tool change and reinstalling scope and issue resolved. The procedure was completing as planned with no reported injury.